Manufacturer narrative:
(B)(4). The customer reports that the product is no longer available for evaluation.

Event description:
It was reported that the customer had difficulty passing an unidentified scope through the endotracheal tube (ett) and was getting 'stuck'. There is no report of patient harm and no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien reference number: (B)(4). No sample was returned for evaluation and lot number is unknown. Probable root cause could not be determined as no sample was returned and no information was provided regarding the size of scope used.